Manufacturer narrative:
D4 - primary UDI number: correction. D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported an intermittent upstream occlusion alarm, occurring approximately every 30 seconds. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that an intermittent upstream occlusion alarm, occurring approximately every 30 seconds. Rate was 5.4ml, reservoir volume was 17.1ml, given was 233ml. Patient was not affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.